Event description:
On (B)(6) 1999, I had lasik surgery at (B)(6) university to correct astigmatism. The initial surgery did not produce a satisfactory result and an enhancement surgery was performed. Needless to say, within one year of both surgeries, I was back to wearing corrective lenses. Not only has my sight continued to fade over the years, but I have corneal scarring from the surgery to further complicate things. I have not seen any benefit from this surgery. Nidek ec-5000 scanning excimer laser system used.